Event description:
A consumer reports blurry near and distant vision following bilateral intraocular lens (iol) implant surgery. Following two lasik procedures on the right eye, the vision in that eye has greatly improved. Add'l info has been requested. There are two medical device reports associated with this event. This report is for the fellow eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested 04/21/2008 and 05/29/2008 by fax, mail and phone. A completed questionnaire has not been received.